Event description:
It was reported by the clinician that the spring wire guide (swg) frayed. No further details are available.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Eval: one swg was returned for eval. The core wire on the returned swg was broken adjacent to the distal weld & the coil wire was partially unraveled. Both welds were intact & no pieces appeared to be missing. The swg length & diameter were found to be within specifications. The products instructions booklet (arrow (B) (4)) contains suggested procedures for inserting and removing the swg & warnings to minimize the likelihood of swg damage during use. Specifically, the practitioner is warned not to withdraw the swg against the needle bevel or use excessive force in removing the swg. The report that the swg "frayed" was confirmed through eval of the returned sample; however, no mfg defects were identified during this investigation. Based on the sample and info provided, the potential cause of this issue could not be determined.